Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin and had been performing the air removal step incorrectly. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days and educated the customer how to perform the air removal step when filling the cartridge. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use.